Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port balloon popped when it was inside the pt. The physician's assistant retrieved balloon fragments from the original incision. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. The physician's assistant might have over inflated the balloon with 30 cc of air. The IFU states, "do not inflate with more than 25 cc of air."

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.